Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow keypad button was hyper-responsive and the down arrow was intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad is worn but was intact. Evaluation revealed that the contrast and up buttons were unresponsive and the ok and down buttons responded appropriately. There was evidence of keypad contamination found under all key contacts and the contrast and up keys were found to be misaligned. The pump did not power on due to moisture in the pump due to keypad damage. Unrelated to the complaint, evaluation revealed a cracked case seal and display screen, which has no effect on insulin delivery function.